Manufacturer narrative:
Other, other text: g5: 510k is blank device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was air leakage during use. No adverse effects reported.

Manufacturer narrative:
Other, other text: device evaluation: one sample received, no visuals issue noted. Functional test performed and unit was found to leak. Unit was submersed in water to determine leak and it was found to be leaking at the seal where the hanging strap is positioned. Customer reported complaint confirmed. Unable to determine if break was caused during the seal path or when hanging strap was assembled. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.